Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a review of the device history records could not be performed. Investigation summary: one glide path 19cm d/l catheter was returned for evaluation. Functional, gross visual, microscopic visual and tactile evaluations were performed. The investigation is unconfirmed for crack in the hubs, as no obvious abnormalities were observed at the hubs. However, the investigation is confirmed for a partial split in the extension leg, as a 1.34 mm diagonal crack was identified in the blue hub extension leg 1.4 cm distal to the female lure adaptor. A circumferential clamping mark was observed to be distal to the split and another circumferential clamping mark was identified on the red hub extension leg. The extension legs were returned separated from the rest of the device and the catheter segment distal to the cuff was also separated. All complete break sites appeared to be circumferentially aligned and the break surfaces had striations. The definitive root cause could not be determined based upon available information. Potential contributors to the observed split in the extension leg are material choice, excessive force and contact with rough/sharp edges. However, it is unknown if procedural issues contributed to the reported event. The surfaces at the complete circumferential break sites exhibited characteristics consistent with cuts caused by a sharp instrument. The circumferential breaks may have occurred after the device was removed from the patient. Labeling review:a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate.

Event description:
It was reported that while the patient was waiting in the post op area after dialysis catheter placement, the connection site of the venous extension leg allegedly broke and started leaking. The device was removed and another catheter was placed. There was no reported patient injury.

Manufacturer narrative:
The lot number for the device was not provided; therefore, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported that while the patient was waiting in the post op area after dialysis catheter placement, the connection site of the venous extension leg allegedly broke and started leaking. The device was removed and another catheter was placed. There was no reported patient injury.